Manufacturer narrative:
The failed sample was discarded. Covidien ref (B)(4) (1 of 3, ref 2936999-2013-00694, 2936999-2013-00695).

Event description:
It was reported to covidien that three pedicap detectors, all with the same lot number, did not change color during use on the same patient. There was no patient harm.